Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the this was the second occurrence of replace now battery alarm without low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarm, low battery alarm or power error 25 noted during testing or in the pump trace download. Device received with cracked retainer and scratched case.